Manufacturer narrative:
The actual device was returned for evaluation.  Reliability engineering evaluated the device.  A visual assessment was performed which confirmed that the shaft was bent.  Therefore, the reported condition was confirmed.  The assignable root cause was determined to be improper handling.  If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that during surgery to access the cranium it was discovered that the craniotome device "had a bent shaft." There was a thirty minute delay to the planned surgical procedure as a result. A spare identical device was available for use. No patient harm, adverse outcome or injury was alleged. The reporter stated that the patient was "doing well" post-operation. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.